Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been hospitalized for two weeks for a non-diabetes related illness. He mentioned that he treated with food. While on the phone, the customer checked his blood glucose and it was 111 mg/dl and he declined troubleshooting. He said that the hospital gave him 50 units of long acting insulin and that his blood glucose was 310 mg/dl. He said that he bolused and his blood glucose went to 47 mg/dl. The customer believes that the low blood glucose may have been caused by the long acting insulin. The insulin pump will not be returning for analysis.